Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 24-jul-2019 stating, "failed atp [adenosine triphosphate] testing during reprocessing" involving video bronchoscope, model eb-1575k, serial number (B)(4). The video bronchoscope was received by pentax medical for evaluation on 30-jul-2019. The bronchoscope was inspected by pentax medical service on 02-aug-2019 and the following inspection findings were documented: operation channel- primary slice by accessory. Passed dry leak test. Passed wet leak test. Umbilical cable single has mild scratch. Bending rubber glue uneven at distal end. # 1 remote control button cover cracked. The bronchoscope underwent repairs including the following components: biopsy inlet piece. Biopsy inlet t-piece. Biopsy inlet barrel. Insulation ring assembly. Suction nipple. Distal end assy with tubes. O-rings and seals. Bending rubber. Distal joint screw m1. Remote control button(1)pb_free. Insertion/s-nipple attaching screw. Suction connection tube. On 09-aug-2019, a device history review was performed under (B)(4). The DHR review confirmed the endoscope was manufactured as serial number (B)(4) on 02-may-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-may-2014. The bronchoscope was refurbished and passed quality control review and release as (B)(4) on 21-aug-2018. The video bronchoscope is currently awaiting qc final approval and organic sampling as of 23-aug-2019.